Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cup inserter is stripped. The tibial impactor has broken plastic and 36 liner impactor is damaged. No surgical delay. Examination of the returned instrument confirmed the complaint: tip was discolored and gouged. There are small nicks around the outside edge.

Manufacturer narrative:
(B)(4) investigation summary examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.